Manufacturer narrative:
The pendant was returned for analysis. Functional testing found no issue with this part. All pendant functions actuated correctly. No functional problem found. Codes associated with the pendant: fdr, fdc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the gantry mtr ctrl was returned for analysis. Functional testing found no issue with this part. Unable to confirm reported complaint ,"the gantry door will not open or close." Install motion control box into test system c1396. The system booted and readied mu ltiple times. Perform motion calibration, passed. Motion travel on all axes was smooth and functional, open and close gantry door multiple times without issues. Perform 2d and 3d imaging, both were successful. No problem found. Codes associated with the gantry mtr ctrl: fdr: 213, fdc: 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the cable door was returned for analysis. The reported complaint was confirmed. Functional testing determined that the gantry door will not open or close." Door switch assy. Intermittently failed continuity test. The door push and release mechanism failed. It won't reliably release when pressed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000166, serial/lot #: (B)(4). Product ID: bi71000442, serial/lot #: (B)(4). Product ID: bi71000529rpend, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. The system failed "imaging modalities" during the checkup due to door would not open during case. The system did not perform as intended. Hardware parts were replaced and installed and the failure was resolved. The unit was tested and system passed all testing. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that outside of surgery it was discovered that the system gantry door will not open or close. No patient was present at the time of event.